Manufacturer narrative:
Investigation summary: it is unknown if qc was performed before or after the event. The instrument is currently performing within qc specifications. The customer indicated that the results were not flagged. Printouts show that initial hgb and plt results were flagged with customer defined an "l" flag. ("L- result is lower than your reference interval low limit. Follow your laboratory's policies for reviewing the sample"). The sample was collected in a venipuncture and sampled from a 5ml, bd tube. The sample was 120 minutes old, and was stored at ambient temperature. Based on available information, a field service engineer (fse) was communicated and service was set-up. However, no further info was provided. The root cause of this event is unknown. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneous hemoglobin (hgb) and platelet (plt) results that were generated by the coulter lh 500 instrument. A pt sample was tested for hgb and plt and results were: hgb - 106g/l, plt- 128 x 10 (to the 3rd power) cells/ul. The results were not reported out of the lab. The original sample was re-tested for hgb and plt and the repeated results were: hgb - 150g/l, plt - 178 x 10 ( to the 3rd power) cells/ul, there was no affect to pt or user as a result of this event .